Event description:
It was reported that prior to the start of a laser stone procedure, when the fiber was plugged in, smoke came out from the laser machine. The procedure was completed with the same console and a new fiber. There were no patient complications reported.